Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with normal operating currents. No unexpected power loss alarm noted. Device monitored and no unexpected alarms or suspend mode noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. The customer¿s blood glucose level was unknown. It was reported that they had an unexpected shutdowns and reinserted that the same one and it would work. Customer stated that they had received multiple power loss alarms when batteries were out of the pump less than 10 minutes. The customer was advised that the pump will need to be replaced. The customer was advised to revert to their back up plan per health care professional instructions until replacement arrives. The insulin pump will be returned for analysis.